Manufacturer narrative:
Background: q50 r owner's manual, rev. B states: "3.2 area of application: the user environment: this wheelchair has been designed for indoor use (en12184 (2014) class a). If driving the wheelchair outdoors, drive only on paved roads, pavements, footpaths and bicycle paths. The speed must be adapted to suit the environment." Discussion: in reviewing the complaint, the end user stated that on (B)(6)2024, he was going up a slight wooden incline that leads to a wooden walkway. The end user described the terrain as a wooden sidewalk with planks. The end user stated the back wheels got caught between two (2) of the wooden slats. The end user stated he gave the wheelchair a little gas to get his wheels out from between the slats, and the wheelchair went backwards. The end user stated the anti-tips did not keep him from going over and did not touch the ground. The most probable cause for the incident is the end user driving his wheelchair on an uneven terrain. According to the q50 r owner's manual, if the wheelchair is to be driven outdoors, it should be done only on paved roads, pavements, footpaths and bicycle paths. The end user stated that, when he fell, he allegedly hit and broke his right shoulder. The end user stated he did have surgery, and it went well but the reported injury is not completely healed yet. The end user stated the doctor stated it would take almost a full year for him to get his full range of motion back. Conclusion: in conclusion, due to the allegation of a serious injury (broken shoulder), this MDR is being filed.

Event description:
The end user stated he was going up a slight wooden incline that leads to a wooden walkway. The end user stated the back wheels got caught between two (2) of the wooden slats. The end user stated he gave the wheelchair a little gas to get his wheels out from between the slats, and the wheelchair went backwards. He fell as a result. The end user stated that, when he fell, he allegedly hit and broke his right shoulder. The end user stated he did have surgery, and it went well but the reported injury is not completely healed yet.